Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor ruptured. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: manufactured march 11, 2016 ¿ march 12, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition or burst balloon. Broken tubing at the solvent-bonded junction of the luer was found when visual inspection was performed. Functional tests were performed with no balloon rupture noted. The reported condition of burst balloon was verified. Fluid inside the bag was noted to be due to broken tubing at the solvent-bonded junction of the luer. The cause of the broken tubing could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.